Event description:
It was reported to covidien on (B)(6) 2012, that a customer had a issue with trellis 8 80x15. The customer states the patient had a chronic bilateral iliac and ivc thrombus occlusion. The physician was able to access both iliacs and ivc with .035 wires. An 80 x 15 trellis 8fr catheter advanced through the left popliteal vein up to the ivc distal to the ivc filter. The distal balloon was inflated then deflated after the physician determined that he wanted to reposition the balloon below the filter instead. When he tried to re-inflate the balloon it would not inflate. We assumed that the balloon caught a filter strut and ripped as the catheter was pulled down. However, customer was not certain of this since no resistance was noticed under fluoro as when the physician pulled the catheter down through the filter. The filter did not move at all nor did any of the filter struts.

Manufacturer narrative:
Submit date: (B)(4) 2012. An investigation is currently underway upon completion the results will be forwarded.